Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient ipg was non-functional. It was also stated the patient was experiencing inadequate stimulation and pain at the ipg site. The patient underwent a procedure wherein the ipg and leads were explanted.